Event description:
It was reported that the patient's device was interrogated and the settings were set to 0ma when they were not supposed to be. No additional or relevant information has been received to date.

Event description:
Additional tablet data was received from the neurologist. A review of the data confirmed the device disabled will all output currents set to zero. Internal investigation identified that the software will provide an invalid parameter values warning and set all output currents to zero if specific criteria are met, which include: a report of m106 ipg with at least one of magnet and/or autostim output current programmed to 3.5ma and normal mode output current programmed to less than 3.5ma, and; autostim is enabled; frequency and the other currents meet the following criteria, and; if frequency is / and normal mode current is / and other (autostim or magnet) current is at least 10 hz / 2.5-3.25ma / 2.5ma, 20 hz / 3.25ma / 3.25 ma, 25 hz / 3.25 ma / 3.25 ma, 30 hz / 3-3.25ma / 3 ma. A frequency change has not occurred since the last time the 3.5ma current(s) was programmed. No additional or relevant information has been received to date.